Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported circuit occlusion and high peak (extended high peak pressures) alarms while using the avea ventilator. The customer reported calibrating the suspect device. The customer reported the expiratory pressure transducer is stuck at a/d (analog/digital) count of two thousand thirty nine and cannot be calibrated. The customer reported the audible alarms are constant and cannot be resetted. At this time, it is unknown whether there is patient involvement. &#1288;ere has been no report of any patient consequence associated with this event.

Manufacturer narrative:
Carefusion factory service received the suspect component, an avea gas delivery engine (gde). The gde was received electrostatic discharge (esd) protection compromised and an evaluation of the component is not possible at this time.